Event description:
Same day surgery 1997 for torn rotator cuff. Enter hosp 11 days later for two serious staph infections. 6 days in hosp. Several repeat surgeries followed by 6 week home health nurse visits for IV medication drip line. Permanent shoulder disability - infection ate away tissue.